Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device received alarms 113(reduced water temperature control) and did not cool. Per follow up information received via mail on 20mar2024, it was reported that the service partner will do the repair on the device in the hospital. The device was not repaired yet. The issue will be solved when service partner changes the mixing pump. Mixing pump failure found during treatment and therapy delivered by alternative method.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the device functioned appropriately during evaluation. A DHR review is not required as the reported event is unconfirmed. The labeling/packaging review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device received alarms 113 (reduced water temperature control) and did not cool. Per follow up information received via mail on 20mar2024, it was reported that the service partner will do the repair on the device in the hospital. The device was not repaired yet. The issue will be solved when service partner changes the mixing pump. Mixing pump failure found during treatment and therapy delivered by alternative method.